Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician trained in the use of the starclose device, successfully completed an arteriotomy closure after a coronary interventional procedure. Ninety minutes after the procedure, the patient complained of abdominal pain. The patient coded and then passed away. The post mortem concluded a retroperitoneal bleed was the cause of death due to a "double wall stick." No additional information available.